Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly the battery depleted from 35% to 10% within 20 minutes. The customer's blood glucose was 212 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.